Manufacturer narrative:
During quality investigation, the customer's complaint was duplicated; the device overheated during testing. Upon disassembly of the device, there was corrosion damage on the press plug, motor, rotor, bearings and other component parts. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
The stryker micro drill was sent in for repair because it was overheating during testing. There was no pt involvement; no adverse event was reported.